Event description:
On (B)(6) 2016 rehab reported patient had some vague chest discomfort with a normal EKG. Flows were increased from 4 to 7 l/min with intermittent alarms. Patient had also had coca-cola urine. Upon arrival to hospital, patient's ldh was 3365, ua with 3+ blood and inr was 1.7. Pfh was 600 mg/dl. Patient has a history of thrombus with two prior exchanges in (B)(6) 2015. Bivalirudin was initiated per protocol and patient underwent stat head CT prior to administration of tpa. With negative CT patient was given tpa and switched to heparin. Flows decreased and ldh trended downwards after administration of tpa. Repeat pfh on (B)(6) 2016 was 15.4. Echo ramp study was performed which did not show thrombus. Patient was then bridged with heparin until a therapeutic inr was achieved. Patient was also started on asa and dipyridamole. Patient was discharged back to rehab on (B)(6) 2016.